Event description:
A surgeon reported a pt with a hyperopic surprise following an intraocular lens (iol) implant procedure. The surgeon is planning on exchanging the lens.

Manufacturer narrative:
Summary eval: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to he manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Attempts have been made to obtain additional info. A completed questionnaire has not been received. (B)(4).